Event description:
The customer complained that sample five of api survey (B)(4) yielded discrepant results with biotestcell-i11 when tested in two different runs on tango. The customer assumed that the result of sample five was affected by carry over of sample three. A service visit was conducted during which fse found slight misalignment of left needle at the active rinsing station. The result images provided to bmd were reviewed. All results were plausible with no indication for carryover. Apart from a slightly misaligned of the left pipettor needle at the active rinsing station, the fse in charge did not comment on any indications for an instrument malfunction. According to the initial reporting there was no indication for carryover in the antibody screens, since the two positive screen results obtained did not affect two adjacent samples. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lot.

Manufacturer narrative:
This is our initial report for this incident.

Event description:
The customer complained that sample five of api survey 54647r yielded discrepant results with biotestcell-i11 when tested in two different runs on tango. The customer assumed that the result of sample five was affected by carry over of sample three. A service visit was conducted during which fse found slight misalignment of left needle at the active rinsing station. The result images provided to bmd were reviewed. All results were plausible with no indication for carryover. Apart from a slightly misaligned of the left pipettor needle at the active rinsing station, the fse in charge did not comment on any indications for an instrument malfunction. According to the initial reporting there was no indication for carryover in the antibody screens, since the two positive screen results obtained did not affect two adjacent samples. Tango images and the five api survey samples were sent to us for quality control, but none of the supposedly defective product was returned. The api survey samples were retested in our quality control laboratory with the retained sample of biotestcell-i11. One api survey sample contained an anti-d and one an anti-jk(a). We did not observe any carry over. Further review of all documents of customer showed that the customer used different lots of biotestcell-i11 for the runs. A comparison of the two affected reaction pattern charts of the biotestcell-i11 panels showed that both api survey samples reacted correctly and according the antigen tables. Therefore customer had neither false reactions nor carry over. Testing by quality control laboratory confirmed the allegedly defective lot of biotestcell-i11. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.